Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dmg belt connector / constant alarms) was confirmed. As received, the belt receptacle was detached from the monitor case, damaging internal wires. The root cause of the damaged belt connector is excessive force while an electrode belt was attached. Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the u730 processor was shorted on the distribution node pca board. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective monitor. Device manufacture date: monitor: 03/15/2011. Belt: 10/01/2014.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong and siren alarms and the electrode belt receptacle on the monitor was damaged.